Manufacturer narrative:
The reported events of loss of capture, low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual examination found the inner and outer insulations were damage at the suture tie impression region. The cause of the reported events was isolated to the over-tied suture. No other anomalies were found with the exception of procedural damage.

Event description:
During an in clinic follow-up, a decrease in the pacing impedance, increase in the capture threshold resulting in a loss of capture, and pacing inhibition were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced, but there was still a loss of capture observed. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number : 2017865-2021-25631.